Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The self-adhesive patch comes off after 1 to 2 days of use.